Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: b1, h1 upon review of the additional information provided, this medwatch report # mwr-27052026-0002110014 is no longer reportable. The following additional information was received: after speaking with the physician, he estimates at least 4 sutures broke both during contact with the patient and prior. He stated two broke during tying and a couple broke off at the needle end while being loaded. After switching to a different lot number, he did not have any more issues.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: - please confirm the number of sutures that broke during this procedure. - 4 from 3 packs. - when did the alleged deficiency occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? If different, please explain. - during tying and during handling. - please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. - will ship by the end of the week 5/23 - please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). Nurse, specialty coordinator attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. We have received additional information indicating that 12 devices broke during tying and handling. Due to the high number of products involved, additional details are required to support our investigation: - if possible, could you please confirm, out of the 12 sutures, how many broke during use in the patient and how many broke during handling prior to us d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. During the procedure, it was reported by the healthcare professional that, the 10-0 ethilon 7756g suture broke multiple times while surgeon was suturing. Multiple suture packs were passed to sterile field and most broke. All from lot # 10bh3e. There was no patient consequence reported. The devices were returning. No adverse patient consequences were reported. Additional information was requested.